Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the recoverable errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the customer contacted the technical service engineer (tse), with the patient already docked, to report repeated recoverable fault 32100 on the universal surgical manipulator 2 (usm2). The customer stated that each time the fault was recovered it reappeared. Tse reviewed the available system logs and determined there was a voltage fault on armnet 2. Tse informed the customer that the only way to continue on the current da vinci system would be to proceed with a three arm system configuration; however, the customer indicated that a spare patient side cart (psc) on the same software build was available and chose to swap to the other da vinci system in order to use four arms for the procedure. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: a follow-up request was issued regarding a related complaint to obtain confirmation of the activities performed. The issue was identified during the procedure, and the procedure outcome was reported as completed, but with three arms involved. No patient injury. Information regarding any procedure delay remains unknown. Following the event, the customer elected to continue the remaining planned procedures using a different system.